Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that patient experienced eight low voltage alarms and three no external power alarms. Log files were submitted for review. The event log captured power cable disconnect/low power hazard/no external power alarm while patient was connected to the mobile power unit (mpu) on (B)(6) 2025 at 07:37. This appeared to be caused by power to the mpu being briefly interrupted. There was no pump interruption during these events as the system controller¿s emergency backup battery functioned as intended. The alarms resolved upon mpu regaining power. There no unusual rotor faults, pump temperature, or any other abnormal pump faults were seen in the event log file.

Manufacturer narrative:
Section a4: patient weight was not provided. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer¿s investigation conclusion: the reported event of no external power alarms was confirmed via log file analysis. The heartmate mobile power unit (serial number: unknown) was not returned for analysis; however, log files were sent for review. A review of the submitted event log file contained data spanning approximately 4 days (29apr2025 to 02may2025 per the timestamps). The log file captured power cable disconnect, low power hazard, and no external power alarms due to four separate losses of ac power while connected to the mobile power unit (mpu) on (B)(6) 2025 from 07:37:13 to 07:37:16, 07:37:30 to 07:37:44, 07:37:48 to 07:37:50, and 07:37:54 to 07:37:58. The alarms resolved each time when ac power was restored to the mpu. The system controller backup battery supported pump function during all events. There were no other notable alarms or events active. The pump maintained speed within the expected range throughout the log file. Multiple good faith efforts were sent to retrieve additional information regarding the serial number of the device, if a v-lock connector was in use, if the power cord came loose from the wall outlet or the back of the unit, if there were any environmental circumstances that could have contributed, if the device was exchanged or removed from service, and if the device would be returning; however, to date, no response has been received. The root cause of the reported event could not be conclusively determined through this analysis. A DHR review can not be performed due to the serial number of the device being unknown. Heartmate 3 instructions for use (rev. D) section 7, entitled ¿alarms and troubleshooting¿, and heartmate 3 patient handbook (rev. D) section 5, entitled ¿alarms and troubleshooting¿ addresses how to properly interpret all system alarms including power cable disconnect, low power hazard, and no external power. Additionally, it outlines actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (rev. D) section 3, ¿powering the system¿ and heartmate 3 patient handbook (rev. D) section 3, ¿powering the system¿ explains how to properly use the mobile power unit (mpu). Heartmate 3 instructions for use (rev. D) section f, ¿safety checklists¿ and heartmate 3 patient handbook (rev. D) section 10 ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. The patient handbook (rev. D) cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.